Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 10.1 mmol/l. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to remove the battery for less than 10 minutes and place a new battery. Customer was advised to wait 1 hour and then replace the battery. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer was advised to call back if the problem persists.